Event description:
A pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure in 2008. According to the complainant, during the procedure, one of the capio metal bullets broke off in the patient. The physician reported that he left the bullet inside the patient, as he felt it was not a problem. The procedure was completed with another pinnacle pelvic floor repair kit. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as it was discarded subsequent to the event; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.